Event description:
A customer reported a second incident occurred during subsequent treatment with the same pt. The medical history and medications are the same. Reportedly, immediately after initiation of dialysis the pt complained of headache and nausea. There was insignificant drop in the pt's blood pressure. The pt's head was lowered and 300ml of normal saline was given. The pt's headache then got better. Additionally, the nurse stated tha this pt has had several bouts of infection in the past including sepsis. In 2007, a blood sample was taken from the pt's access, (long term catheter). The result came back negative. The pt used a xenium 170 dialyzer. The lot number is not known. This dialyzer was a single use and was used as a dry pack. The dialyzer was primed with 1100ml of saline as it was put onto the gambro phoenix machine. The machine was in recirculation for approx 10 mins prior to the pt connection. At the start of the treatment, the pt was given a heparin bolus of 3000 units of a baxter heparin and 2000 units hourly. The target loss was 3.8kg. No other info was available at this time.

Manufacturer narrative:
The actual sample was not available for evaluation. However, the manufacturing facility, (nipro corporation) has been made aware of this report. A batch review of the reported lot, revealed no abnormalities. Furthermore, the manufacturer is currently conducting biological tests using a sample of the concerned lot. The results will be provided to baxter upon completion. Baxter is monitoring issues like this. An investigation still pending. Should significant info becomes available, a follow up report will be submitted.